Event description:
Procedure type: thyroidectomy. According to the reporter: after firing the instrument 4 times, the following clip was not reloaded properly. The clip was stuck in the instrument. Remaining clips did not close properly. Unanticipated tissue loss: no; was there any irreversible tissue damage as a result of this problem: no; unanticipated extension of the incision by more than one inch: no; unanticipated blood loss of 500cc's or more: no; was surgical time delayed by more than 30 minutes due to the product problem: no, 20 min delay due to the need to suture the bleeding artery. Changing to reusable clip applier cost 10 min.; device fragment or component falling into the pt's cavity: no; device fragment left in the pt: no; surgeon continued with suture and reusable clip applier.

Manufacturer narrative:
(B)(4).